Event description:
Customer called in to program the device and during assistance. Customer stated the buttons are hard to press and are not responding. Customer's blood glucose was unknown. The down arrow and act key are sticking or not responsive and has to press more then once for it to go. Customer's does not recall any significant events that may have caused the keypad anomaly. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.